Event description:
It was reported tasps were returned fractured on a worn instrument claim form. All pieces have not been returned.

Manufacturer narrative:
(B)(4). The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations /anomalies identified. Visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and is fractured on medial side of post. Not all pieces were returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all prooduct users on file at the time of the field notice. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.